Event description:
It was reported that a symptomatic patient received multiple therapies for vt. During interrogation, decreased r-waves and increased pacing threshold were observed. Oversensing was noted when the patient took a deep breath. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.